Event description:
It was reported by the rep that the (1) hp052 was used during a splenectomy procedure. It was reported that the surgical technician accomplished normal setup and upon activation of the cs15 heard a steady tone. The sales rep was called into the case after several attempts had been made to activate the device. The rep did troubleshooting and identified the hand piece as the problem. The surgeon elected to continue the case without the use of the harmonic scalpel with no pt consequence.